Event description:
It was reported that the pt underwent a cervical procedure using anterior fixation. A fixation screw came loose post op. The pt reportedly was asymptomatic. No revision surgery is planned at this time.

Manufacturer narrative:
Device was not returned to the MFR for eval. Unable to determine the cause of the event.